Event description:
A report was received that the patient's knee would swell up when the stimulation was turned on and the swelling would go down a few days after. The physician gave the patient a cortisone shot.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's knee would swell up when the stimulation was turned on and the swelling would go down a few days after. The physician gave the patient a cortisone shot.

Manufacturer narrative:
Additional information was received that the physician did not believe that the knee swelling was device related.